Manufacturer narrative:
On 29-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the generator shut off and displayed a high temperature warning. The catheter was removed from the body for inspection. It was noted that there was blood inside the tip of the catheter where the compression coil is located. The catheter pebax was physically/visibly broken and cracked. The catheter was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, temperature, impedance tests, and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The pebax was found without physical damage, no blood was observed inside pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31337518l and no internal action related to the complaint was found during the review. The temperature and pebax issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf (radiofrequency) energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the generator shut off and displayed a high temperature warning. The catheter was removed from the body for inspection. It was noted that there was blood inside the tip of the catheter where the compression coil is located. The catheter pebax was physically/visibly broken and cracked. The catheter was replaced and the procedure continued. No patient consequences were reported.